Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) is going to fix the heater cooler himself.

Event description:
It was reported that there were error codes "e-33" and "e-34" displayed on the heater cooler unit. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence to gain repair/unit status was not successful. No product available to the manufacturer for review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.